Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct prod analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same pt as MFR# 6000089-2007-00560, 00561, and 600093-2007-00785. It was reported that 406 days after a coronary drug eluting stenting treatment procedure the pt had a myocardial infarction (mi). The index procedure treated a 3.0x8mm, 60% stenosed lesion in the saphenous vein graft of 1st obtuse marginal branch (svg of om1) with direct placement of a taxus express2 3.0x16mm drug eluting stent. Residual stenosis was 0%. Another taxus express2 3.0x20mm drug eluting stent was directly placed in a 3.0x12mm, 80% stenosed lesion in the svg of om1 overlapping with the previously placed stent. Residual stenosis was 0%. The procedure also treated a 3.0x10mm, 95% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express2 3.0x20mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 3.0x5mm, 70% stenosed lesion in the distal rca with direct placement of a taxus express2 3.0x8mm drug eluting stent. Residual stenosis was 0%. The patient was discharged two days later on aspirin and plavix. Four hundred six days post index procedure, the pt was admitted due to a non q-wave mi. The event was resolved two days later and the pt was discharged. Per the physician the device relationship was unk. No further info is available at this time.